Event description:
Boston scientific received information that this system exhibited one out of range, high shocking impedance measurement of 200 ohms. All other values have been 50-60 ohms. Isometrics were performed and electromagnetic interference (emi) was ruled out and no noise or out of range measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Subsequent details were received regarding the testing that was performed on this patient. Two commanded shocks were delivered successfully and it was determined that the integrity of the system is within normal limits. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that they could consider delivering a shock to test the ability of the system to deliver a shock. The patient was brought in for non-invasive programmed stimulation (nips) testing, but the results were not provided. The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 112mm from the terminal pin and the lead segment is twisted along its whole length. Resistance testing confirmed the electrical continuity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.